Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 361mg/dl. The cause of the high blood glucose was unknown. Reportedly, the customer required assistance delivering a manual insulin injection to address blood glucose level. Recommendation was made to discuss diabetes management with a health care professional.